Manufacturer narrative:
Further review by ge engineering determined that the flow monitoring board alarmed. This would cause a monitoring issue that would not affect the delivery of )2 to the patient and therefore no hypoxic mix. The event is not hazardous and therefore, was not reportable. H3 other text : further review by ge engineering determined that the flow monitoring board alarmed. This would cause a monitoring issue that would not affect the delivery of )2 to the patient and therefore no hypoxic mix. The event is not hazardous and therefore, was not reportable.

Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Serial not provided. Date of device manufacture unknown as serial number not provided.

Event description:
Per (B)(6) aer database: the hospital reported a malfunction that could present a hypoxic mixture in the patient circuit. There was no report of patient involvement.